Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code vcp422h was received for analysis. In order to evaluate the conditions of the needle, the swage area and hole were noted with marks by a surgical instrument. The strand was found partially cut near the swage area and the extreme was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.